Event description:
In (B)(6) 2006, the patient began peritoneal dialysis (pd). On (B)(6) 2010, the patient experienced bacterial peritonitis, manifested by cloudy effluent. The patient did not experience an exit site or catheter site infection (tunnel infection). On (B)(6) 2010, a sample of peritoneal effluent was cultured. The result of the culture was not available at the time of this report. On this same day, the patient was treated for bacterial peritonitis with vancomycin intravenous and modacin orally as an outpatient (dose was not reported). On an unreported date, a c-reactive protein (crp) was drawn. The results were not reported. As of (B)(6) 2010, the event of bacterial peritonitis remained ongoing, the cloudy effluent was disappearing and the crp was almost back to normal. Although there was no break in aseptic technique, the patient was retrained. The root cause of the bacterial peritonitis was not reported. Pd therapy continued. The physician believed that the event of bacterial peritonitis was non-serious and not related to pd therapy.

Manufacturer narrative:
(B)(4). Baxter has received similar reports for the reported problem. The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. The product code and lot number are unknown; therefore a 510k number cannot be provided. Should additional information become available during baxter's investigation, a follow-up report will be submitted.